Event description:
Following discontinuation of an in-patient hemodialysis treatment on a phoenix machine, the pt expired. It is the corporate policy of this customer to have their machines inspected by the MFR if there is a serious injury or death during or within 24 hours of treatment. It is also corporate policy not to disclose any info related to the event. The biomed manager does not believe that a gambro device failed or that any gambro device caused or contributed to the pt's demise. The disposables associated with the treatment were discarded and not available for investigation.

Manufacturer narrative:
The bicart product involved in this incident was not available for investigation and the lot number could not be provided by facility. Gambro has identified that lot number of the bicart product shipped to this customer prior to this event. No nonconformity has been identified in the device history record for this lot number.